Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable outer law cut open. Issue was discovered before the procedure and item was set aside. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/19/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both the connector ends were observed to be intact. The cord was observed to have an area of the cord where the black covering was peeled and detached from the cord, exposing the inner white contents of the cord. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; cord" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.